Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, e4, g1, h6, h11. Upon investigation of the actual device used in this incident, it was determined that dr need to be upgraded. The technical support specialist received dr and was upgraded in the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the user encountered issues with the unload or destock function, received multiple error messages that redirected them back to the login page. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the pyxis medstation es system, the user encountered issues with the unload or destock function, received multiple error messages that redirected them back to the login page. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.